Event description:
There has been no report of serious injury or illness associated with this complaint. A product problem has been confirmed and has been determined to be likely to result in a serious injury or illness should it recur.

Manufacturer narrative:
Unable to carry out delivery accuracy test as pump alarms low battery even when plugged into mains power. The pump constantly alarms and won't run.